Event description:
The account alleged that the bed was running on its own. The head would run down, the knee would run up and the hi/low would run up. There were no reported injuries.

Manufacturer narrative:
The technician found the bed had a non functioning circuit board. The technician replaced the circuit board to resolve the issue.